Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. It was indicated that a poor communication screen was seen on the patient programmer (pp). The patient reported poor communication using the pp. The patient noted that they were using the antenna. The patient confirmed the antenna was secured and synched but this did not resolve the issue. The patient was instructed to unplug antenna and place the pp directly over the ins and sync. The patient reported that this did not resolve the issue. The patient was sent a new pp and was instructed that if the new pp doesn¿t help to follow up with the healthcare professional (hcp). The patient stated she did have an appointment with the doctor and the doctor didn't show. The patient reported increase worsening symptoms with incontinence. The patient reported total inability to control bladder. Additional information was received from the patient on 2017-01-11. The patient reported that they received the replacement pp and were still getting the poor communication. The patient was instructed to get the device checked by the hcp. Additional information was received from the patient on 2017-01-24. The patient stated that she had notified the hcp regarding the poor communication and worsening of symptoms. The patient noted that she had an appointment on (B)(6) 2016 where she was met with a closed door. The patient noted that her calls to the office were not returned and cancelled her appointment on (B)(6) because of the hcp¿s family illness. The patient noted that she rescheduled the appointment for (B)(6) and noted it was a week and a half late. The patient stated that the trips to the bathroom had become more frequent with more loss of urine, more pad changes, and finally loss of stool with each urination. The patient noted that she had called both the hcp and the manufacturer as a step to resolve the poor communication and worsening of symptoms but did not have the local manufacturer representative (rep) number. The patient noted that she received a new programmer and called to say it also doesn¿t work. The patient noted that she will keep the appointment with the hcp. The patient stated that she regrets that there are problems but regrets even more that it is taking so long to resolve them. The patient also stated that on one of her visits to the hcp, she thought (B)(6) 2016, the device was off and noted that the reason was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.